Event description:
It was reported that a patient reported a dislodged lead that caused a lung puncture. The lead was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that a patient reported a dislodged lead that caused a lung puncture. The lead was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.